Manufacturer narrative:
Estimated weight. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints from the lot. The reported patient effect of emboli (mitraclip implant), as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. All available information was investigated, and the reported expulsion per the physician appears to be related to the leaflets not being adequately captured within the clip, despite the leaflet assessment being satisfactory. The embolism was due to the complete clip detachment (expulsion) and thus related to procedural circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the mitraclip detachment from both mitral valve leaflets. It was reported that this was a mitraclip procedure to treat grade 3+ mixed etiology mitral regurgitation (mr). The first mitraclip xtr was implanted without issue. The second mitraclip xtr was deployed and the gripper line was removed without resistance. The second mitraclip detached from both leaflets but remained in the left atrium. The clip remained closed. A snare was inserted and successfully captured the mitraclip. The clip was retracted across the septum and into the inferior vena cava where it was retracted into the steerable guide catheter (sgc). The sgc and snared clip were removed from the anatomy. The procedure continued with a new sgc and new xtr cds. Mr was reduced to a trace grade with the second mitraclip. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.